Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) occurred on the homechoice (hc) machine during initial drain. During troubleshooting no issues were noted which could have contributed to the event. A baxter technical service representative (tsr) advised the home patient (hp) to start over with all new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.